Event description:
A physician reported that a patient had passed away. It was stated that the patient had two large gtc seizures that resulted in a head injury and subdural hematoma, which caused the patient's death. It was stated that there were no allegations made against the device. No additional relevant information was received to date.